Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-00121. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the left s1 drg lead had migrated out. In turn, surgical intervention may be pending to address the issue. It is unknown which s1 lead migrated, therefore, both leads are being reported.

Event description:
Additional information received stated that the patient has effective stimulation and no surgical intervention will take place against the s1 drg leads at this time.

Manufacturer narrative:
Corrected data: this issue is no longer reportable as no surgical intervention will take place against these leads.